Event description:
On (B)(6) 2020, a call was placed to technical support on behalf of this patient on peritoneal dialysis (pd) who was draining slowly while using the liberty select cycler. During the call, it was reported the patient was previously hospitalized for an issue with pd catheter (not a fresenius product). Trouble shooting did not identify what was causing the slow drain. The patient was able to bypass into next phase of treatment. However, the pd treatment was cancelled, per patient perference. During follow-up, the patient's pd nurse confirmed the patient was hospitalized on (B)(6) 2020- (B)(6) 2020 due to pd catheter (not a fresenius product) malfunction. Per the nurse, the catheter was malpositioned and required a complete revision under laparscopy during hospitalization. The patient contiued pd after the pd catheter repair. The nurse affirmed the patient did not have any adverse effects from use of the fresenius cycler or any other fresenius device, or product. The nurse directly attributed the reported drain complications to malpositioned pd catheter. Reportedly, the patient contiues pd therapy with the same cycler without any further issues. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).